Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the pt came to surgeon's office complaining of knee pain. An x-ray revealed a lack of poly on the lateral side. During surgery it was noted a piece of poly had fractured from the posterior lateral side of the insert. A new lipped poly was implanted. The pt never had a problem until she had a fall."